Manufacturer narrative:
A visual inspection performed on the returned device. The reported material separation was able to be visually confirmed; however, the reported faulty pressure registration could not be verified due to the separation. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported material separation and faulty pressure registration appear to be related to circumstances of the procedure. The guidewire was observed to be kinked, bent, and separated at the distal tube, which is consistent with causing the reported material separation and faulty pressure registration. In this case, it is likely that the guidewire damage was caused by the use or handling techniques employed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D3: correction (manufacturer establishment name, address, city, postal code, and region state).

Event description:
It was reported that the pressurewire x wireless device was calibrated without issue; however, the device could not be equalized. The tip of the pressurewire was reported as separated outside the anatomy. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.